Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room due to bradycardia and syncopal episodes. A right ventricular (rv) lead dislodgement was confirmed. This left ventricular (lv) lead was noted to exhibit loss of capture (loc). Reprogramming was performed and capture was obtained according to the emergency room physician. The patient will be transferred to a different healthcare facility to be evaluated by the following physician. No additional adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room due to bradycardia and syncopal episodes. A right ventricular (rv) lead dislodgement was confirmed. This left ventricular (lv) lead was noted to exhibit loss of capture (loc). Reprogramming was performed and capture was obtained according to the emergency room physician. The patient will be transferred to a different healthcare facility to be evaluated by the following physician. No additional adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room due to bradycardia and syncopal episodes. A right ventricular (rv) lead dislodgement was confirmed. This left ventricular (lv) lead was noted to exhibit loss of capture (loc). Reprogramming was performed and capture was obtained according to the emergency room physician. The patient will be transferred to a different healthcare facility to be evaluated by the following physician. Further information was received that this system was explanted due to twiddlers syndrome. No additional adverse patient effects were reported. It is expected to receive this product for analysis.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room due to bradycardia and syncopal episodes. A right ventricular (rv) lead dislodgement was confirmed. This left ventricular (lv) lead was noted to exhibit loss of capture (loc). Reprogramming was performed and capture was obtained according to the emergency room physician. The patient will be transferred to a different healthcare facility to be evaluated by the following physician. Further information was received that this system was explanted due to twiddlers syndrome. No additional adverse patient effects were reported. This product has been received for analysis.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Typical surgery related damage is noted but is not considered abnormal. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is due to a failure to follow instructions.